Event description:
The use of these pads causes vaginal irritation and a burning sensation. Dose of amount: 1 pad. Frequency: 3 hours. Route: vag. Dates of use: 2009. Diagnosis or reason for use: monthly menstrual cycle. Event abated after use stopped or dose reduced: yes.